Event description:
It was reported that t: slim x2 pump battery would not charge despite use of standard tandem charging cable and wall adapter and attempts to charge for extended time and with different adapters and cables. There was no reported impact to the customer¿s blood glucose level. Customer was informed that pump needed replacement, was provided replacement pump as backup insulin therapy, received instructions for storage mode and pump return, and confirmed shipping address for replacement under warranty.